Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel morphology was reported to be not tortuous. Aneurysm morphology is unk. The device did not deploy when the deployment handle was cranked. A second deployment handle was also used, but the device would still not deploy. The device was removed from the pt, and a second device was deployed successfully. No clinical sequelae were reported, and the pt is reported to be fine. The device was discarded by the user facility.